Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the volar radius plate (vrp) for the distal tibia. After attaching the guiding block to the plate, the second hole from the ulnar side was used because the first hole from the ulnar side could not be attached properly. The surgeon tried to insert the variable angle (va) locking screw to the distal hole on the ulnar side. When the surgeon was inserting the va locking screw with a non-torque screwdriver, the screw kept turning, so that the surgeon checked the image intensifier and found that the va locking screw had passed through the screw hole. When the screw was pulled back with the screwdriver, the screw was stopped at correct position. Therefore, the surgeon left the screw in the patient¿s body. Other va locking screws were inserted without any problems. The surgery was completed successfully without any surgical delay. This is report 1 of 2 of (B)(4). This is report is for a volar radius plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4, h6: product code: 04.115.751s, lot#: 87p9330, manufacturing site: mezzovico, release to warehouse date: february 18, 2021, expiration date: february 01, 2031. A manufacturing record evaluation was performed, for the sterile lot number. And no non-conformances were identified. Product was not returned. Based on the information available, it has been determined, that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.